Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The involved luer thermistor attached to the cardioplegia was an unbonded type. In the cardioplegia manufacturing process, in order to prevent cracks due to excessive tightening of the luer thermistor, a dedicated tool is used to tighten with a certain torque. A review of the device history record and the product release decision control sheet of the involved product code/lot# combination was conducted with no findings. It is likely that the actual luer thermistor was loose resulting in the reported leakage; based off the reported description, it was considered that there was no anomaly such as a breakage in the actual product. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming, pre-treatment of the involved capiox cardioplegia line, priming solution leaked from the heat exchanger. It was confirmed that the luer thermistor (temperature sensor connection part) was loose. After turning the luer thermistor, it closed, then waited for approximately 15 minutes. After that, no leakage was confirmed and was used continuously. The patient was not harmed. The procedure outcome was not reported.